Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: particles of black sheath on the probe were peeling off into patient's knee joint. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be the unit could have been scrapped with another hard object or device during surgery, or when inserting or removing the probe into an obstructed passageway, which could cause the insulation damage. The probe not used with proper irrigation leading to excessive heat generation.

Event description:
It was reported that there was insulation damage that may cause insulation pieces to potentially be delivered to the surgical site. The flakes from the insulation damage were rinsed out of the joint.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was insulation damage that may cause insulation pieces to potentially be delivered to the surgical site. The flakes from the insulation damage were rinsed out of the joint.